Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: conductor fracture, pain, lead perforation, retained lead fragments after open heart surgery, and the need for magnetic resonance imaging. The leads were all explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. A specific complaint was not identified for any particular model. If additional relevant information is received, a supplemental report will be submitted. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transvenous extraction of implantable cardioverter-defibrillator leads under advisory - a comparison of riata, sprint fidelis, and non-recalled implantable cardioverter-defibrillator leads. Heart rhythm,.2013;10(10):1444-1450. (B)(4).